Event description:
The customer reported the system is locking up. No pt injury was reported.

Manufacturer narrative:
This issue was opened in conjuction with another case. The line analyzer was installed on that case,and is being retrieved on this case. The ge service rep saved the event files to his laptop,and then emailed them to ge for analysis.